Event description:
After 4 staples fired, the stapler jammed and no more staples could be fired. There was no consequence for the patient. Another device was used to solve the issue.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.